Event description:
It was reported that the usb cable and wall adapter "blew out" when plugged into wall outlet. Subsequently, the usb cable and wall adapter melted and fused together. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. Customer¿s blood glucose value was 168 mg/dl. Replacement cable and adapter were sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.